Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence was observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. H3 other text : see h.10.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was loose and prematurely activated before use. The following information was provided by the initial reporter, translated from portuguese to english: "when testing the syringe it pulls and the plunger comes out, and can not use it."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was loose and prematurely activated before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when testing the syringe it pulls and the plunger comes out, and can not use it.".